Manufacturer narrative:
Device was not returned for root cause analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms could not be reviewed as the lot number was unknown. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a tubing leak. It is unknown if the pt has been admitted to the hospital or is just being seen in the ER. This is a continuous infusion. There were no adverse patient health effects reported.